Event description:
An 8.0 x 30mm smart control became stuck while advancing to the target lesion over the non-cordis 0.035 guidewire. The target lesion was in the left external iliac artery and was described as moderately calcified with 75% stenosis. The vessel was moderately tortuous. After the smart control became stuck on the wire, the wire was exchanged to a 0.032 guidewire, but the same situation occurred when trying to advance the smart control. A new product (details unk) was opened using the same wire, and the procedure was completed. There were no adverse events and the patient is in stable condition. Additional information was received on (B)(4) 2011 from the product analysis to indicate that the guidewire lumen was separated, therefore, this complaint is now meets MDR reportability criteria.

Manufacturer narrative:
Complaint conclusion: while advancing the smart control sds over the non-cordis 0.035 guidewire it became stuck while advancing to the target lesion located in the left external iliac artery. The lesion was described as moderately calcified and tortuous with a 75% stenosis. After the smart control became stuck on the wire, the wire was exchanged to a 0.032 guidewire, but the same situation occurred when trying to advance the sds. A new product was opened using the same wire, and the procedure was completed. There were no adverse events and the patient is in stable condition. One non sterile unit of smart control 8x30 mm was received coiled in a plastic bag; locking pin was not in place. Distal tip was separated at 5.3 cm from distal end, and it show elongation in the separation point. Outer sheath was kinked at several places. Functional analysis could not be performed due to the kinked and separated condition of the unit received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "resistance friction" condition reported by the customer could not be confirmed due to the kinked and separated condition of the unit received for analysis. The cause of the separated segment of wire lumen /distal tip and the kinked conditions found during the visual analysis could not be conclusively determined, however it does not appear to be manufacturing related. Controls exist in the manufacturing process to prevent and detect this type of damage. Procedural factors, handling and the coiled condition of the unit received for analysis may contribute to the failure as found. It was noted that smart control sds did not appear damaged after it was removed from the patient. A separated guidewire lumen/distal tip would have been readily visible during removal of the sds. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics, shipping factors and/or user handling. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. One non sterile unit of smart control 8x30 mm was received coiled in a plastic bag; locking pin was not in place. Distal tip was separated at 5.3 cm from distal end, and it show elongation in the separation point. Outer sheath was kinked at several places. Functional analysis could not be performed due to the kinked and separated condition of the unit received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "resistance friction" condition reported by the customer could not be confirmed due to the kinked and separated condition of the unit received for analysis. The cause of the separated segment of wire lumen /distal tip and the kinked conditions found during the visual analysis could not be conclusively determined, however it does not appear to be manufacturing related. Controls exist in the manufacturing process to prevent and detect this type of damage. Procedural factors, handling and the coiled condition of the unit received for analysis may contribute to the failure as found. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time.

Manufacturer narrative:
Additional information was received on (B)(4) 2011: there was resistance friction inside the control handle of the smart control. Based on this additional information, the product analysis was updated. The complaint conclusion has been updated to reflect additional information from the product analysis. This does not change the reportability of the file. While advancing the smart control sds over the non-cordis 0.035 guidewire it became stuck while advancing to the target lesion located in the left external iliac artery. The lesion was described as moderately calcified and tortuous with a 75% stenosis. After the smart control became stuck on the wire, the wire was exchanged to a 0.032 guidewire, but the same situation occurred when trying to advance the sds. A new product was opened using the same wire, and the procedure was completed. There were no adverse events and the patient is in stable condition. One non sterile unit of smart control 8x30 mm was received coiled in a plastic bag; locking pin was not in place. Distal tip was separated at 5.3 cm from distal end, and it showed elongation in the separation point. The outer sheath was kinked at several places. Functional analysis could not be performed due to the kinked and separated condition of the unit received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the separated segment of wire lumen /distal tip and the kinked conditions found during the visual analysis could not be conclusively determined , however it does not appear to be manufacturing related. Controls exist in the manufacturing process to prevent and detect this type of damage. Procedural factors, handling and the coiled condition of the unit received for analysis may contribute to the failure as found. The "resistance/friction" condition reported by the customer was confirmed, as resistance was found during functional analysis. This failure mode has been previously identified as an excess of dymax adhesive, which is used to bond the proximal hub with the wire lumen. A risk assessment has been initiated to evaluate this issue. Based on the above the product analysis of this complaint conclude that obstruction reported by the customer was confirmed as a product malfunction and that the cause is an excess of dymax adhesive. It was noted that smart control sds did not appear damaged after it was removed from the patient. A separated guidewire lumen/distal tip would have been readily visible during removal of the sds. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics, shipping factors and/or user handling. One non sterile unit of smart control 8x30 mm was received coiled in a plastic bag; locking pin was not in place. Distal tip was separated at 5.3 cm from distal end, and it showed elongation in the separation point. The outer sheath was kinked at several places. Functional analysis could not be performed due to the kinked and separated condition of the unit received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the separated segment of wire lumen /distal tip and the kinked conditions found during the visual analysis could not be conclusively determined , however it does not appear to be manufacturing related. Controls exist in the manufacturing process to prevent and detect this type of damage. Procedural factors, handling and the coiled condition of the unit received for analysis may contribute to the failure as found. The "resistance/friction" condition reported by the customer was confirmed, as resistance was found during functional analysis. This failure mode has been previously identified as an excess of dymax adhesive, which is used to bond the proximal hub with the wire lumen. A risk assessment has been initiated to evaluate this issue. Based on the above the product analysis of this complaint conclude that obstruction reported by the customer was confirmed as a product malfunction and that the cause is an excess of dymax adhesive.